Event description:
A malfunction was reported with the code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.